Manufacturer narrative:
Investigation summary. No product return. Failure to advance: the cause of the failure to advance was patient condition related to the patient's tortuosity and iliac stents.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an attempt was made to implant an impella cp for mechanical circulatory support; however, the vessel was noted to be tortuous and contained iliac stents. A long sheath was used, and angioplasty was performed. Two attempts were made to advance the device. Although the device entered the vessel, it was unable to pass through the stent, and the insertion was aborted.